Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The device has been received by baxter for evaluation; however, the evaluation has not yet been completed. A follow-up report will be submitted upon completion of the evaluation and/or should any additional information become available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a leak was confirmed. Baxter received one filled unit containing no fluid in the bladder. The bladder was subsequently filled with dextrose solution to its maximum volume. During and after fill, no evidence of leak was noted at the fill port. However, leakage was detected at the junction of the tubing and the stress member. The root cause was determined to be insufficient bonding at the seal between the tubing and stress member. (B)(4). No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit. Per review of the batch records, no nonconformance report was documented for this lot. All release criteria were met for the build of the lot.

Event description:
Baxter (B)(4) received a report of one (1) ce infusor, lv 5 ml/h device which reportedly leaked at the filling port during filling. There was no patient involvement and no patient injury or medical intervention reported. This event occurred prior to patient use. No additional information is available.